Event description:
I had a da vinci hysterectomy on (B)(6) 2013 and was sent home on (B)(6) 2013 and readmitted on (B)(6) 2013 to discover my right ureter was cut in half and not detected which resulted in a urine spill in my body. On (B)(6) 2013, an attempt to install a stent was unsuccessful and on (B)(6) 2013 I had yet another major surgery to repair my ureter and install the stent which resulted in an 8 inch scar on my stomach due to the negligence of the da vinci hysterectomy.